Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 3008452825-2019-00566. Secondary to rotational atherectomy and percutaneous transluminal coronary angioplasty, a multilayer deep wall dissection and hematoma were noted. No further stent optimization was performed given the concern for perforation risk. The event was resolved without sequelae.

Manufacturer narrative:
Correction to the initial report, additional information was received that the dissection was caused by a rotational atherectomy device and was not related to the dragonfly optis catheters or oct system.